Event description:
Pt's right internal iliac artery was previously embolized in preparation for the aaa repair procedure. Ipsilateral leg graft landed just distal to the embolized internal iliac artery. The noted landing zone of the graft in the vessel acquired a seal, but it was thought that extending the graft further past the internal iliac artery would provide a better and more secure seal at the internal iliac artery. Placement of the iliac extension was also determined necessary to seal and "tack up" a dissection noted in the vessel, just distal to the landing zone of the ipsilateral iliac leg graft. The cause of the dissection was undetermined and not noted previously. Deployment of the iliac leg extension was viewed to provide a sufficient seal of the vessel beyond the internal iliac artery. No endoleaks were viewed during the final angiogram.